Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had made abnormal sound. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and stated it is the sound from the solenoid valves when opened and closed. It is the normal sound created by the machine during operation. Device passed all performance according to factory specifications.- device was returned to customer and cleared for clinical use.